Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced not feeling well with light-headedness and near-syncopal. It was reported that the implantable pulse generator (ipg) had a problem. The ipg was explanted. No further patient complications have been reported as a result of this event.